Event description:
The customer reported that he accidentally dropped the insulin pump in the toilet. The customer stated that he dried the device, but it appeared that moisture was under the screen and the device also had a blank display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic and motor assembly.